Event description:
Additional information was received. It was clarified that there was an out-of-box issue with a replacement power conversion enclosure. It was reported that when the power enclosure was installed it was getting the 400v but it was not sending out power to the rest of the machine.

Manufacturer narrative:
B5) additional information provided. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: bi71000860, serial/lot #: rev. 1 : s/n (B)(6). H3) the returned power conversion enclosure was analyzed. Analysis revealed that when installed into a test system, the system failed to ready and boot. The system went into standalone mode and had a message "software version mismatch. Do not proceed. Firmware version incorrect". A power conversion enclosure malfunction was confirmed. H6) fdm 10, fdr 120, fdc 4307 are applicable to the returned power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: d11: product ID: bi71000195, serial/lot #: rev. 2 : s/n(B)(6) corrected to bi71000176, serial/lot #: rev. 3 : s/n(B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown; product ID: bi71000195, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the charger enclosure and power enclosure were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power tray was returned to the manufacturer for analysis. Analysis found that no problem was found with the power tray while under analysis. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that it failed bench testing. The transistors failed. They were found to be shorted. Analysis found that the reported event was related to an electrical issue. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the charger enclosure was dusty. It was cleaned and installed into a known good system. The system did not initialize. The generator was disabled and a generator error was confirmed. There was an error while charging the load capacitor. Analysis found that the reported event was related to an electrical issue. A power conversion enclosure has been received by the manufacturer. However, it is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system would not clear the "initializing system, please wait" screen. The manufacturer representative tried rebooting the system twice with no resolve. Booting the imaging acquisition system (ias) and mobile viewing system (mvs) separately and then connecting the system was attempted with no resolve. The pendant was displaying several red x's. An alternate imaging system was used to complete the procedure. There was no impact on patient outcome and the procedure was delayed for less than an hour.